Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The product performed as expected. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any relevant non-conformances. The lot met release specifications. A customer technique issue was identified in the complaint; this may have contributed to the unexpected results. The customer did not provide an alternate test method result for the reported inratio value. It is not possible to verify if a discrepancy exists without this information. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
Customer reported variance with inratio inr results. The initial fingerstick result was inratio=7.5. It was reported that several drops of blood were wiped away after pricking the finger and prior to performing the test. The testing was then repeated after batteries in the monitor were replaced and using a different finger with a result of inratio=3.5. Date: (B)(6) 2016, inratio: 7.5, inratio (retest): 3.5. Reported therapeutic range: 2.5-3.5.